Event description:
I used fixodent and poligrip from (B) (6) 2007 until (B) (6) 2010. I began experiencing numbness and tingling in my extremities. I received my blood work results on (B) (6) 2010 and found out my zinc level was 218, copper was normal at 96. My doctor wants to follow up with blood test and neuropathy treatment. Dose or amount: denture cream, frequency: once daily, route: oral. Dates of use: (B) (6) 2007 - (B) (6) 2010. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped: no.